Event description:
Were not able to walk [unable to walk], got sweaty [sweaty], had a migraine [migraine], experienced chills [chills], nausea [nausea], knees felt really full and felt pain right away; left knee [injection site joint pain], knees felt really full and felt pain right away; left knee [injection site joint swelling], patient reiterated that the doctor injected synvisc-one to both knees, even though there was nothing wrong with their left knee with no reproted adverse event [off label use]. Case narrative: initial information received on 24-nov-2025 regarding an unsolicited valid serious case received from a patient. This case is linked to case ID- (B)(4) (multiple devices: right knee). This case involves a 64-year-old female patient who were not able to walk, got sweaty, had a migraine, experienced chills, nausea, knees felt really full and felt pain right away; left knee, while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. Patient reiterated that the doctor injected synvisc-one to both knees, even though there was nothing wrong with their left knee with no reported adverse event directly linked to off label use. The patient's past medical history, medical treatment(s), concomitant medications, vaccination(s) and family history were not provided. On (B)(6) 2025, the patient started taking synvisc one (hylan g-f 20, sodium hyaluronate) injection in left knee, strength: 48 mg/6 ml, (dose, frequency, route and indication: unknown). Patient had synvisc one injections 3 weeks ago on both her left and right knee. She said that she had a reaction immediately. She got sweaty (hyperhidrosis) (event onset date: 04-nov-2025) (latency: same day) and had migraine (event onset date: 04-nov-2025) (latency: same day). Her right knee fired up and needed wheelchair. They were still bad, the right knee. Left one was better. Patient called to report that they had synvisc-one on their left and right knee last (B)(6) 2025. Immediately after, they had a reaction on both knees, with the right being worse than the left. Patient reported their knees felt really full (injection site joint swelling) (event onset date: 04-nov-2025) (latency: same day) and felt pain right away (injection site joint pain) (event onset date: 04-nov-2025) (latency: same day). They got sweaty and had a migraine and the doctor blamed it on their anxiety. Patient said that their main concern was that when they try to get off the table to walk, they were not able to walk (gait inability) (event onset date: 04-nov-2025) (latency: same day). They think that the medication did something to their knee. They wanted to say the right knee felt locked but thought that there was a better word to describe it. They explained that they could not bend nor straighten out their right knee. Patient reiterated that the doctor injected synvisc-one to both knees, even though there was nothing wrong with their left knee (off label use) (event onset date: 04-nov-2025) (latency: same day). The doctor told them that the arthritis would have been in both knees. Patient thought that the left leg was improving, but there was really nothing wrong to begin with. Patient was currently walking with a walker. A day or two after, they experienced chills and nausea (event onset date: 06-nov-2025) (latency: 2 days). The nausea went away after two or three days. They met with their doctor last tuesday, (B)(6) 2025, and that their doctor did not really seem concerned. The doctor blamed it again on their anxiety. Patient said that they did not even know the name of synvisc-one until today, when they called to get the name of it. Patient said that this is the first time that they have taken synvisc-one. Call recording disclosed. Patient verified that they got one shot of synvisc-one in each knee. Their knees are tight and locked up, they can barely walk. Why, was there such side effects that the knees get locked up and can't walk after these shots? Mis (medical information specialist) provided some information from the pi. Patient stated that it has been 3 weeks already, there has to be something going on- these shots wrecked their knees. Something has to be done was there anyone else who could call me back about this? Mis explained that anyone from the department would have the same information. They are referred to their healthcare provider (hcp). Patient stated that they already talked to their doctor and they were just told to give it time. How much time did it take for those in clinical trials to feel better? What treatments could be taken? Are they going to pay for the consultations? It had been three weeks and nothing was any better- if anything, he thought they were getting worse. They did not know what to do. Patient stated that they were going to contact their doctor and hung up. No further details were collected. (Unknown batch number and expiry date for all events). Information regarding batch number and expiry date corresponding to the one at the time of event occurrence has been requested. Action taken: not applicable for all events. Corrective treatment patient used walker for gait inability and not reported for all other events. At time of reporting, the outcome was unknown for chills, recovered / resolved in (B)(6) 2025 for the event nausea and was not recovered / not resolved for all other events. Seriousness criteria: disability and intervention required for gait inability. A (product technical complaint) (ptc) was initiated on 24-nov-2025 for synvisc one (batch number and expiry date: unknown) with global ptc number: complaint-(B)(4). Ptc stated that no qee (quality & engineering excellence) was opened. No qdn (qualification determination notification) was opened. The minimum investigation requirements for defect code other pharmacovigilance event includes product event history review, lot history review, qa batch/manufacturing review (including api), the results of these reviews are summarized below: attachment 01-comet product event history review: comet report generated on 08-dec-25 over the past two years from complaint date, 83 complaints were recorded for synvisc one under the defect code other pharmacovigilance event. The majority of these complaints were concluded as no assessment possible. Among the remaining cases, one complaint was confirmed, four were attributed to handling errors, and all others were closed as no faults detectable. Attachment 02- qualipso product (synvisc one) event history report generated on 08-dec-25 for the past two years showed 193 complaints related to other pharmacovigilance event (including current complaint). Among these on complaint closed though fast track while the other complaint concluded as no faults detectable. Attachment 03 investigation outcome: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Mah pharmacovigilance continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. As the product lot number was not available, a batch record review is not possible. Based on the lack of information, no assessment is possible. Prior to batch release, review of all finished batch records for specification conformance will be performed. If any out of specification result is identified, it is mitigated through the procedure for nonconforming material or product process. Adverse events will be monitored by the mah holder. Trend analysis will be performed on a periodic basis. To determine if a CAPA is required ER defined procedures. Trend analysis: if the number of complaints is = 10 confirmed complaints with the same defect code for the implicated product it indicates a potential trend for the assigned defect type. A confirmed complaint is one where the investigation has concluded that the reported event is linked to a failure or that the defect is related to the product or manufacturing process. A review of the product event history reveals that 276 complaints including the current complaint for product synvisc one with defect code other pharmacovigilance event. Review of investigation conclusions infers that there is no confirm complaint identified for the product synvisc one with defect other pharmacovigilance event and indicates that no potential trend (n = 10) exists. Considering the above, further trend analysis of the product based on the quarterly data is not warranted. Conclusion: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Mah pharmacovigilance continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. Sanofi em&s gen med vaccines quality team will continue to monitor and trend these types of events and work with the cmo(s) to initiate corrective and/or preventive actions as necessary. If additional information becomes available for this complaint, the investigation will be reopened and re-evaluated. The final investigation was completed on 08-dec-2025 with summarized conclusion as no assessment possible. Additional information received on 08-dec-2025 from quality department: ptc details added, clinical course updated, text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated on 08-jan-2026: this case involves a 64 years old female patient who stated their main concern is that when they try to get off the table to walk, she feels like bending and straightening her knees is uncomfortable and that makes it difficult for her to walk. She has some difficulty even getting up out of chairs. She has tried to remain active in her home using a walker while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. Newly received information confirms a history of advanced bilateral patellofemoral osteoarthritis, a prior fall affecting the right knee, and multiple concomitant medications. The patient¿s significant underlying joint disease and medical conditions may also contribute to the reported symptoms. Based on the information provided regarding this case, causal role of the company suspect product cannot be excluded. Sanofi will continue to monitor this case and re-evaluate upon receipt of additional clinically relevant information.

Event description:
Were not able to walk [unable to walk] she feels like bending and straightening her knees is uncomfortable and that makes it difficult for her to walk. She has some difficulty even getting up out of chairs. She has tried to remain active in her home using a walker. [Walking difficulty] got sweaty [sweaty] experienced chills [chills] nausea [nausea] lightheadedness [lightheadedness] they explained that they could not bend nor straighten out their right knee/ difficulty even getting up out of chairs [joint range of motion decreased] the right knee felt "locked [joint lock] felt pain right away/felt really full and felt pain right away/ she has minimal soft tissue swelling of both right and left knees but she does report tenderness to palpation over the anterior aspect of both right and left knees. [Injection site joint tenderness] felt really full and felt pain right away/ she has minimal soft tissue swelling of both right and left knees but she does report tenderness to palpation over the anterior aspect of both right and left knees. [Injection site joint swelling] right knee fired up [injection site joint warmth] actually feels that they are more uncomfortable than they were prior to the injection especially on the left side [injection site joint discomfort] ([condition aggravated]) case narrative: initial information received on 24-nov-2025 regarding an unsolicited valid serious case received from a patient. This case is linked to case ID- (B)(4) (multiple devices: case for right knee). This case involves a 64-year-old female patient who was not able to walk, she feels like bending and straightening her knees is uncomfortable and that makes it difficult for her to walk. She has some difficulty even getting up out of chairs. She has tried to remain active in her home using a walker, got sweaty, experienced chills, nausea, lightheadedness, they explained that they could not bend nor straighten out their right knee/ difficulty even getting up out of chairs, the right knee felt "locked, felt pain right away/felt really full and felt pain right away/ she has minimal soft tissue swelling of both right and left knees but she does report tenderness to palpation over the anterior aspect of both right and left knees, right knee fired up and actually feels that they are more uncomfortable than they were prior to the injection especially on the left side while being treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical treatment(s), vaccination(s) was not provided. Patient was seen on (B)(6) 2025 for second opinion regarding her right knee. She has had knee pain mostly following the fall that occurred in jun- 2025. She described an aching sensation and swelling as well as stiffness. She described a catching sensation and pain with twisting or turning. She had discomfort going up and down stairs. She felt like her fall was related to her right knee giving way. She did stated that it improves with rest. She wears a patellar over-the-counter brace which she felt helps slightly. She was not able to take anti-inflammatory medications due to history of colitis. She also stated that she had reactions to corticosteroid injections with cardiac arrhythmia. Physical examination demonstrates cooperative female. She had minimal soft tissue swelling of the right knee. Her range of motion was 0 to about 120 degrees. She actually preferentially tried to keep her knee with a slight flexion contracture. Attempt at active full extension did reproduce some knee pain. She had some tenderness to palpation over the medial joint line and medial fat pad. Some tenderness along the lateral patella. Range of motion of the knee was smooth without gross crepitus. She had no significant laxity to varus or valgus stress and lachman exam was negative. Evaluation of the left knee revealed minimal soft tissue swelling with range of motion 0 to 120 degrees. There was mild tenderness over the fat pad medially and laterally. Radiographs from (B)(6) 2025 were reviewed. These x-rays demonstrated grade 3 to grade 4 changes of the patellofemoral compartment with some grade 2 to grade 3 changes in the lateral compartment. An MRI (magnetic resonance imaging) scan from (B)(6) 2025 showed advanced degenerative changes of the patellofemoral compartment with extensive cartilage loss on the patella. There was some chondromalacia of the medial compartment lateral compartment as well. X-rays were similar for both right and left knees. Concomitant medications included magnesium oxide (magnesium oxide); mirtazapine (remeron); hypromellose (isopto tears); acetylsalicylic acid (aspirin); minerals nos, vitamins nos (multiple vitamins with minerals); diltiazem (cardizem); estradiol (estrace); mometasone furoate (mometasone furoate); clonazepam (klonopin); potassium chloride (potassium chloride); colecalciferol (vitamin d); hydroxyquinoline, sodium lauryl sulfate (trimo san); pantoprazole sodium sesquihydrate (protonix); macrogol 3350 (miralax); lidocaine and diltiazem (cardizem). Family history: father and mother: deceased (diagnosed with diabetes ii, hypertension). Paternal grand mother: diagnosed with diabetes ii. 1. Sister(s) . 2 daughter(s). Patient past medical history included sob (shortness of breath) , acute lower gi bleeding, breast reduction, right, aching sensation and swelling as well as stiffness, esophagogastroduodenoscopy (with biopsy/ with bravo 72 hour study), constipation, irregular heartbeat, abnormal pap smear-cervix, colonoscopy with polypectomy, hysterectomy, fall, weight loss, unintentional, cardiac arrhythmia, small bowel obstruction (closed-loop small bowel obstruction due to a thick adhesive band between the transverse colon and the small bowel mesentery at the previous small bowel anastomosis), epigastric pain, laparoscopic cholecystectomy, abnormal MRI of head, egd w/esophagogastric fundoplasty , uti (urinary tract infection), aching sensation and swelling as well as stiffness, tobacco use: former smoker, hernia/left surgery, rash, postop fluid vs abcess abd, nausea, nasal septum reconstruction, palpitations, gastric emptying imaging study, oropharyngeal candidiasis, vomiting, hallucinations, control nasal hemorrhage anterior simple, irregular heart beat, spinal stenosis, sinusitis, vertigo, vitreous degeneration/ vitreous syneresis, left, urinary frequency, lower abdominal pain, unspecified, unspecified disorder of refraction, constipation, pelvic mass in female, patent foramen ovale, lumbago, other breast disorder, laparoscopic cholecystectomy, left heart cath, atypical chest pain/anterior chest wall pain, vitreous syneresis, infection following a procedure, paresthesia, lumbar radiculopathy right, rectocele, vitamin d deficiency, unspecified. At the time of report, patient had boderline personality disorder, ongoing mental health disorder, intramural leiomyoma of uterus, colitis, aching sensation and swelling as well as stiffness , posterior vitreous detachment, depression, drug allergies (allergies: diphenhydramin, metoclopramide hcl, prednisone, tropicamide, aminothlois, amlodipine besylate, penicillin g, risperidone, seritonin reuptake inhibots, sulfa antibiotics, sulfamethoxazoletrimethoprim, sulfasalazine, trimethoprim, topiramate) (diphenhydramine: palpitations ¬ criticality high, metoclopramide hci: anxiety/hallucinations - criticality high, prednisone: hypertension - criticality high, tropicamide - criticality high, aminothiols: nausea/vomiting, amlodipine besylate: nausea/vomiting, rash, penicillin g: rash, risperidone: rash, serotonin reuptake inhibitors (ssris): nausea/vomiting, sulfa antibiotics, sulfamethoxazole-trimethoprim, sulfasalazine: nausea/vomiting, ras, topiramate: blood shot from eye drops, trimethoprim: rash, penicillamine: nausea/vomiting, sertraline: nausea and vomiting), allergies; adhesive tape (not mapped to meds), essential hypertension, cervicalgia, presbyopia, hyperlipidemia, benign, female cystocele, burning mouth syndrome, unspecified atrial fibrillation/paroxysmal atrial fibrillation, migraines, esophageal reflux, regular astigmatism of both eyes, cataract, nuclear sclerotic senile, bilateral, irritable bowel syndrome, essential hypertension, agoraphobia with panic disorder, anxiety, knee pain, chronic rhinitis, post-traumatic stress disorder, unspecified, gastroparesis, arthritis, sleep apnea, hypermetropia, presence of pessary, hyperopia, cataract, nuclear sclerotic senile, bilateral, somatization disorder, somatic dysfunction, elevated liver function tests, spinal specified soft tissue disorder, benign, female cystocele, knee pain/multiple joint pain, post-traumatic stress disorder, unspecified. On (B)(6) 2025, the patient started taking synvisc one (hylan g-f 20, sodium hyaluronate) injection in left knee, strength: 48 mg/6 ml for left knee pain with osteoarthritis predominantly patellofemoral compartment (dose: 1 injection, frequency: once, route: intra-articular). The patient had some generalized anxiety and did have some lightheadedness (dizziness) and nausea following the injection (same day latency) (onset date: 04-nov-2025). Patient also felt like the right knee was particularly uncomfortable following the injection likely due to fat pad irritation (injection site joint discomfort). A bandage was applied. The patient tolerated the procedure without complications. Administered by the doctor. Patient had synvisc one injections 3 weeks ago on both her left and right knee. She said that she had a reaction immediately. She got sweaty (hyperhidrosis) (event onset date: 04-nov-2025) (latency: same day) and had migraine. Her right knee fired up (injection site joint warmth) (latency: same day) and needed wheelchair . They were still bad, the right knee. Left one was better. Immediately after, they had a reaction on both knees, with the right being worse than the left. Patient reported their knees felt really full (injection site joint swelling) (event onset date: 04-nov-2025) (latency: same day) and felt pain right away (injection site joint pain) (event onset date: 04-nov-2025) (latency: same day). They got sweaty and had a migraine and the doctor blamed it on their anxiety. Patient said that their main concern was that when they try to get off the table to walk, they were not able to walk (gait inability) (event onset date: 04-nov-2025) (latency: same day). They think that the medication did something to their knee. They wanted to say the right knee felt locked but thought that there was a better word to describe it (joint lock) (event onset date: 04-nov-2025) (latency: same day). They explained that they could not bend nor straighten out their right knee. Patient reiterated that the doctor injected synvisc-one to both knees, even though there was nothing wrong with their left knee. The doctor told them that the arthritis would have been in both knees. Patient thought that the left leg was improving, but there was really nothing wrong to begin with. Patient was currently walking with a walker. A day or two after, they experienced chills and nausea (event onset date: 06-nov-2025) (latency: 2 days). The nausea went away after two or three days. They met with their doctor last tuesday, (B)(6) 2025, and that their doctor did not really seem concerned. The doctor blamed it again on their anxiety. She has had what she felt was increased discomfort in both knees following the synvisc 1 injections that were done about 2 weeks ago (condition aggravated) (onset date: nov-2025, latency: few days) . She did felt like her knees were slightly better than they were in the first few days after her viscosupplementation injections but she actually felt that they were more uncomfortable than they were prior to the injection especially on the left side. She felt like bending and straightening her knees was uncomfortable and that made it difficult for her to walk. She had some difficulty even getting up out of chairs. She had tried to remain active in her home using a walker. She felt like there were a number of medications that she was not able to take due to other medical conditions or previous concerns for side effects. She was not comfortable with considering steroid orally or even intra-articular injection of steroid. She felt like she was not able to take anti-inflammatory medication due to issues with history of colitis. Physical examination demonstrated a cooperative female. She had minimal soft tissue swelling of both right and left knees but she did report tenderness to palpation over the anterior aspect of both right and left knees. She had some guarding and hesitation with knee extension. There was no significant laxity to varus or valgus stress. It was unfortunate that the patient had a significant limitation in options for medications. Physician suspected she had a local reaction to the viscosupplementation injections but was unable to take medications that may be able to mitigate that response. She was going to continue with observation and would be trying to manage her symptoms. She had advanced patellofemoral arthritis in both knees and might be a candidate to consider surgical intervention however with her challenges managing her reaction to the viscosupplementation injections physician thought she might have some challenges postoperatively with pain control and working through some of the expected discomfort related to surgery. Would address additional treatment options in the future (batch number: frsl031 and expiry date: 30-jun-2028 for all events). Relevant laboratory test results included: body mass index - on (B)(6) 2025: 24.54 [24.54]. Action taken: not applicable for all events. Corrective treatment patient used walker for gait inability, gait disturbance and not reported for all other events. At time of reporting, the outcome was unknown for chills, dizziness, recovered in nov- 2025 for the event nausea and was not recovered for all other events. Seriousness criteria: disability and intervention required for gait inability, disability for gait disturbance. A (product technical complaint) (ptc) was initiated on (B)(6) 2025 for synvisc one (batch number: frsl031 and expiry date: 30-jun-2028) with global ptc number: (B)(4). Ptc stated that no qee (quality & engineering excellence) was opened. No qdn (qualification determination notification) was opened. The minimum investigation requirements for defect code other pharmacovigilance event includes product event history review, lot history review, qa batch/manufacturing review (including api), the results of these reviews are summarized below: attachment 01-comet product event history review: comet report generated on (B)(6) 2025 over the past two years from complaint date, 83 complaints were recorded for synvisc one under the defect code other pharmacovigilance event. The majority of these complaints were concluded as no assessment possible. Among the remaining cases, one complaint was confirmed, four were attributed to handling errors, and all others were closed as no faults detectable. Attachment 02- qualipso product (synvisc one) event history report generated on (B)(6) 2025 for the past two years showed (B)(4) complaints related to other pharmacovigilance event (including current complaint). Among these on complaint closed though fast track while the other complaint concluded as no faults detectable. Attachment 03 investigation outcome: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Mah pharmacovigilance continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. As the product lot number was not available, a batch record review is not possible. Based on the lack of information, no assessment is possible. Prior to batch release, review of all finished batch records for specification conformance will be performed. If any out of specification result is identified, it is mitigated through the procedure for nonconforming material or product process. Adverse events will be monitored by the mah holder. Trend analysis will be performed on a periodic basis. To determine if a CAPA is required ER defined procedures. Trend analysis: if the number of complaints is = 10 confirmed complaints with the same defect code for the implicated product it indicates a potential trend for the assigned defect type. A confirmed complaint is one where the investigation has concluded that the reported event is linked to a failure or that the defect is related to the product or manufacturing process. A review of the product event history reveals that (B)(4) complaints including the current complaint for product synvisc one with defect code other pharmacovigilance event. Review of investigation conclusions infers that there is no confirm complaint identified for the product synvisc one with defect other pharmacovigilance event and indicates that no potential trend (n = 10) exists. Considering the above, further trend analysis of the product based on the quarterly data is not warranted. Conclusion: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Mah pharmacovigilance continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. Sanofi em&s gen med vaccines quality team will continue to monitor and trend these types of events and work with the cmo(s) to initiate corrective and/or preventive actions as necessary. If additional information becomes available for this complaint, the investigation will be reopened and re-evaluated. The final investigation was completed on (B)(6) 2025 with summarized conclusion as no assessment possible. Additional information received on 08-dec-2025 from quality department: ptc details added, clinical course updated, text amended accordingly. Additional information received on 08-jan-2026 from the physician: events of gait disturbance , dizziness, injection site joint discomfort, joint range of motion decreased were added. Concomitant medications were added. Medical history were added. Event of off label use, migraine were deleted. Batch number and expiry date for suspect were added. Based on additional information received , case became medically confirmed. Clinical course updated, text amended accordingly.